Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the lead has fractured. The patient is scheduled for a lead revision, although no date has been set. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was inappropriately shocked by the rv lead and was admitted to the emergency room (ER). The rv lead had high undefined impedance and oversensing of noise. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.